Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Reportedly, the customer recently experienced low blood glucose (bg) levels due to the customer's insulin sensitivity changing. Juice, milk, and peanut butter was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.